Event description:
A home patient (hp) contacted baxter technical service to report that her patient extension line had a pinhole and was leaking fluid all over the carpet. A baxter technical service representative assisted the hp with ending therapy at dwell 4/5. Per the hp, her extension line began to leak once she got up to use the restroom. There was no medical intervention or patient injury associated with this incident.

Manufacturer narrative:
This complaint was confirmed in the lab. No further action was taken relative to this matter. Renal product surveillance and quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.